Event description:
Enseal trio was being used to take down pelvic adhesions and after one hour of use, the anvil broke within the jaw of the instrument; it lifted off. Nothing broke off inside of the pt.